Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 72r electrodes are causing a skin irritation on the neck. The skin was red and itchy with oozing blisters, but there are no welts or swelling. The irritation was strictly under the electrodes. The electrodes were changed and rotated every day. The area is clean with soap and water. The patient did not use any wipes, and he does not have sensitive skin. The patient is allergic to hydrazonyl, contrast dye for CT scans, and ketamine. The patient has not used any new product. The patient takes blood pressure medication. He spoke to his surgeon and was told to contact zb. The patient went to urgent care and was prescribed mutirocine ointment 2%. The patient was sent replacement 63b electrodes. The patient was advised to wait until his skin is completely clear before starting the time test with the 63b electrodes. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1: contact office updated . G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component codes added 451-electrodes. H6: impact code added 4648-insufficient information. H6: clinical code added 4545 - skin inflammation/ irritation. H6: clinical code added 1943 - itching sensation. H6: clinical code added 4537 - blister. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221-no findings available. H6: investigation review added 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the patient that the 72r electrodes are causing a skin irritation on the neck. The skin was red and itchy with oozing blisters, but there are no welts or swelling. The irritation was strictly under the electrodes. The electrodes were changed and rotated everyday. The area is clean with soap and water. The patient did not use any wipes, and he does not have sensitive skin. The patient is allergic to hydrazonyl, contrast dye for CT scans, and ketamine. The patient has not used any new product. The patient takes blood pressure medication. He spoke to his surgeon and was told to contact zb. The patient went to urgent care and was prescribed mutirocine ointment 2%. The patient was sent replacement 63b electrodes. The patient was advised to wait until his skin is completely clear before starting the time test with the 63b electrodes. It was reported that no further information is available.